Manufacturer narrative:
Evaluation summary the reported inability to deploy event could not be confirmed from the films provided; therefore the cause of the event could not be determined. Procedural angiogram images showing attempts to deploy the device were not provided. The location where this limb was attempted to be implanted (left or right iliac) is also unknown. It is likely that the patients anatomy (extremely tortuous and calcified iliac arteries), or other unknown anatomical or procedural issue(s), may have contributed to inability in deploying the device in the intended location. The delivery system is not returning so analysis of the device for potential issues will not be possible. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant bifurcate stent graft system was implanted in the endovascular treatment of a 74.1mm abdominal aortic aneurysm. It was reported that during the index procedure, the outer sheath of the stent graft limb and the stent could not be opened together when connecting to the 161695 contralateral leg. The physician then removed it from the body through the guide wire and implanted another stent instead -enlw1616c80ee as per the physician the cause of the event can not be determined. No additional clinical sequelae were provided and the patient is fine.

Manufacturer narrative:
Photo evaluation summary one photo capturing a section of the graft and graft cover was received from the account. Two (2) slight kinks were visible on the graft cover. There was blood present in the graft cover. If information is provided in the future, a supplemental report will be issued.